Event description:
During follow-up, the device was found with battery voltage was found to be 3.9 months to its elective replacement indicator (eri). During a previous follow-up, the longevity estimation was estimated to be 2.2 years. Longevity overestimation was suspected to have occurred due to the programmer at the previous follow-up. The device was explanted prior to eri and replaced to resolve the event. The patient was stable and there were no adverse consequences.